Event description:
No range of motion with the device. Hard and painful to walk, and pain to the area comes and go every week. Had to throw out over 10 pairs of shoes because of this device. Pt was told that they could do every thing they always did before this device was placed in, but pt is not able to be as active as they once were. (Defective component).